Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm. Customer was able to rewind the pump. Customer stated that alarm occurred immediately after a battery change. The insulin pump will not be returned for analysis.